Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. The customer bio-medical technician (bio-med) pressed the f3 key on the device keyboard and found that the red was set to 1 & the c was set +5. Bio-med was able to reset all the colors back to "0". Issue resolved by the bio-med. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the both the procedure monitor & the secondary monitors were displaying an orange tint due to the device. There is no reported patient harm for this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. This report also corrects information provided on the initial report.